Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa) with heavy calcification and acute bifurcation. The first 6.0x150 mm supera self expanding stent system (sess) was advanced over a command 014 guide wire to the target lesion without issue. The stent was deployed successfully. A dissection was noted distal to the stent implant and it was assumed it was caused by a non-abbott balloon catheter prior to the supera stent. The physician decided to treat the dissection; however, the physician anticipated having difficulty removing the supera delivery system from the guide wire and did not want to lose vessel access, so he left the supera delivery system in place and removed the command 014 guide wire from the supera delivery system without issue. The physician attempted to backload a command 018 guide wire, but the guide wire could not be inserted into the supera delivery system. The command 018 guide wire was exchanged to a steelcore guide wire but had the same issue. Therefore, the supera delivery system was withdrawn. A new steelcore guide wire was advanced and placed successfully, and a second 6.0x150 mm supera stent was then used to treat the dissection without issue. A third supera was advanced to treat the rest of the lesion and was placed proximal to the first stent. The third supera stent was deployed successfully. However, when attempting to remove the supera, the system was stuck with the steelcore guide wire and could not be removed. Both units had to be removed together. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The ht steel core guide wire referenced is being filed under a separate medwatch report number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and /or interaction with other devices resulted in the noted device damages (multiple pinched distal sheath, multiple catheter shaft kinks); thus resulting in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.